Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The image sent by the customer was verified and it was possible to observe barrel damaged, with caused the difficult aspiration. The potential cause for the occurrence is a jam failure at syringe assembly station, which caused the barrel damage at syringe.

Event description:
It was reported that syringe safety 3ml ll 22x1 an curitiba was defective. This was discovered during use. The following information was provided by the initial reporter: syringe presented failure on the plunger.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe safety 3ml ll 22x1 an curitiba was defective. This was discovered during use. The following information was provided by the initial reporter: syringe presented failure on the plunger.